Event description:
It is reported that the drill bit fractured during use. The fractured portion remains in the patient's femur bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.